Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported pod failure. Lot release records were reviewed and the product lot met all acceptance criteria omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 checking your blood glucose 7 page 95. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
The patient reported that their blood glucose level reached 450 mg/dl while wearing the pod between 4 and 24 hours. The patient stated that the pod was not delivering insulin.